Event description:
It was reported that the patient experienced erosion with the spectra concealable penile prosthesis (spp). The spp was removed and replaced with an inflatable penile prosthesis. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.